Event description:
It was reported that a bcs model 8060 has a hole in the netting approx 12 inches long on the side panel. No pt injury reported.

Manufacturer narrative:
(Other) - hole in netting in side panel.